Event description:
It was reported that the stitching support stand had broken. The device was not in clinical use and there was no patient or user impact.

Manufacturer narrative:
Ref ID: (B)(4). Digitaldiagnost r2.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Field service engineer (fse) performed analysis and concluded that stitching support was broken, checked the stitching support, they found that one side of the patient footplate hydraulic pipe had dropped due to a missing mounting screw as it became loose due to prolonged usage. The fse installed a new screw to secure the footplate hydraulic pipe. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer. The device was tested and is returned to use with full functionality. The investigation concludes that no further action is required at this time.